Event description:
The reporter contacted animas alleging intermittent responses with the keypad buttons. The reporter claims the keypad buttons is gradually getting worse over time. She is not certain if it is all the buttons, but states that the ok button and arrows buttons seem to be affected by this. In rewinding and priming of the pump, she had to press the ok button a couple times. Denies any tears to keypad, audio bolus button in place. Mother states that the symbols are worn off the buttons. The reporter mentioned that the pump was exposed to moisture around (B)(6) 2012. The patient normally does not swim with the pump. No evidence of moisture in the pump compartments or display after it was wet at time of event or even while troubleshooting over the phone. The reporter denied that the patient exhibited any symptoms. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast button was intermittently responsive; the contrast button has no effect on insulin delivery function. All other keypad buttons responded to button presses as expected. There was no evidence of contamination found under the keypad contacts. Unrelated to the complaint, the bolus button was found to be difficult to press.